Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported their device stopped working, they tried a new battery, it came on and the program didn't do anything. It was reported that the patient couldn't access their settings because the patient programmer wouldn't bypass the sync screen when they tried to sync with the ins. Troubleshooting did not resolve the reported issue. A new programmer was sent to the patient to resolve the issue. The patient also reported they were battling an ongoing infection. No further complications were reported or anticipated.